Event description:
It was reported the pt experienced pain symptoms immediately after the removal of the neurostimulation components which were removed as they were exacerbating the arachnoiditis. The first MRI was inconclusive. The hcp increased the concentration of the medication. The pt was scheduled for another MRI in two months to monitor the suspected inflammatory mass. The drugs in the pump were bupivacaine (marcaine), dilaudid (hydromorphone), and clonidine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.